Event description:
It was reported that the patient had continued heart failure, on (B)(6) 2025 the physician also elected to cap and replace the right ventricle outflow tract (rvot) lead for a left bundle branch lead. Additionally, the implantable cardioverter defibrillator (ICD) was explanted and replaced during this procedure. There were no patient consequences.

Manufacturer narrative:
The device was returned due to patient condition. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.